Manufacturer narrative:
Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor, active current measurement, sleep current measurement, and occlusion test. Unit alarmed hardware low level failures alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple pump error alarms during self test. The customer¿s blood glucose level was 4.1 mmol/l at the time of incident. Customer was able to successfully clear the alarms and able to complete insulin pump rewind. Customer also experienced high blood glucose and it was treated with insulin pump. Customer declined for troubleshooting of high blood glucose. The customer was advised to revert the backup plan until the insulin pump replacement arrives. The insulin pump will be returned for analysis.